Manufacturer narrative:
Date of event: exact date unknown, event occurred over the holidays in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the patient was charging the ipg frequently. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted device will not be returned.